Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that therapy was working until a few months ago when their therapy "stopped working", before the event date the pt would walk more and now they are unable to walk more than a block and a half without pain. Pt mentioned that they had to stop physical therapy because of the pain. Pt mentioned that they are going to a clinical trial this afternoon (B)(6) 2021 and they are going to try to switch from using medtronic to something else because they are receiving "so much pain it's ridiculous." The patient's relevant medical history included they had problems as a teenager (pt did not clarify). Additional information was received from the patient. It was reported that the cause was unknown. The only support patient got from the manufacturer was replacing of cord twice. They had replaced the battery previously. Removal of battery on (B)(6) 2021, replaced with competitors device (spine threads were not removed).